Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenotic lesion in the hemodialysis shunt was located in a moderate calcified and severely tortuous unidentified artery. The physician advanced the 5.0x40mm sterling otw balloon catheter to the lesion and on the first and second inflations, inflated the balloon to 13 atms for approx five seconds on each inflation. On the third inflation, the physician inflated the balloon to 13 atms for approx five seconds and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with this balloon catheter. Pt status is reported as "good".